Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube, cracked reservoir tube window and a missing end cap sticker.

Event description:
Customer reported that the insulin pump returned a failed battery test. Customer also reported receiving a battery out limit and a weak battery alarm prior to the call. Customer also reported that the insulin pump's reservoir compartment was damaged. Blood glucose level was 456 mg/dl at the time of the call. Customer reported treating with juice.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.